Event description:
The surgeon planned a hardware removal of an ankle arthodesis plate because a couple of screws had loosened and backed out. The surgeon successfully removed the plate and six screws, including the screw that was placed outside the ankle independently. The surgeon also removed the broken fibula plate and six screws as well. The surgeon did not replace the patient with anything additional after removing all hardware, two plates and twelve screws. No additional information is available. This report is for an unknown screw. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.